Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.

Event description:
The patient was undergoing a thrombectomy procedure in the superficial femoral artery (sfa) using an indigo system aspiration catheter 6 (cat6), and a non-penumbra sheath. During the procedure, one pass was made with the cat6 and subsequently removed in order to assess the remaining thrombus. During re-insertion of the cat6 into the sheath, the physician experienced resistance and noticed that the distal tip of the cat6 had collapsed. Therefore, the cat6 was removed. The procedure was completed using a new cat6 and the same sheath. There was no report of an adverse effect to the patient.